Manufacturer narrative:
Conclusion: device investigations on the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to the active electrode being extruded completely out of cochlea in the outer ear canal. The patient has a radical cavity and was suffering from chronic otitis media with cholesteatoma. This might have contributed to the reported extrusion of the electrode. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient went to see his doctor due to no access to sound and pain. The electrode was found to be completely outside the cochlea and outside the ear canal also. The electrode array was cut and thrown away. The surgeon decided to explant the device. The patient had radical cavity and chronic otitis media with cholesteatoma. The patient had good access to sound when first implanted so this confirms initial full insertion.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient went to see his doctor due to no access to sound and pain. The electrode was found to be completely outside the cochlea and outside the ear canal also. The device was explanted. The electrode array was cut and thrown away.